Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up to a blank screen. After the insulin pump's battery was changed, it alarmed battery out limit. The display returned after troubleshooting. Customer's blood glucose level was 401 mg/dl. The customer was unable to remove the battery cap on the insulin pump. The device was not returned.